Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 5 mg/ml morphine at a dose of 1.99 mg/day via an implantable infusion pump for non-malignant pain. It was reported that it was suspected the patient had overdose symptoms. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump was turned down 25%. Adjusted from 1.99 mg/day to 1.5 mg/day of morphine on (B)(6) 2018. The pump was adjusted. An MRI was also scheduled for the patient on (B)(6), the pump was then interrogated and logs showed a successful motor stall recovery occurred. The issue was resolved at the time of this report. The patient's status was "alive - no injury" and no further complications were expected or anticipated.